Event description:
It was reported that the patient experienced syncope and was hospitalized. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), multiple untreated and treated events were noted and determined to be from oversensing of noise. It appeared the patient had received five inappropriate shocks from the noise over the last seven months. Boston scientific technical services (ts) was contacted and suggested checking all the sensing vectors for noise. The field representative noted that review of notes found they had tested the sensing vectors approximately one week earlier and noise was seen in both secondary and alternate vectors. Noise was not noted in primary vector. The s-ICD was reprogrammed to primary sensing vector. Ts suggested obtaining an x-ray to check the integrity of the electrode. The field representative was planning to discuss the recommendations with the physician. The field representative is attempting to obtain additional information. At this time no additional information is available. If additional information becomes available the report will be updated at that time. The electrode remains in service and no additional adverse patient effects were reported. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.